Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and excessive and irregular uterine bleeding. She underwent surgery to remove essure approximately 6 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and uterine bleeding may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious event was also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("excessive and irregular uterine bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (on (B)(6) 2013, surgery to remove the essure device). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and abdominal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was not reported. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and excessive and irregular uterine bleeding. She underwent surgery to remove essure approximately 6 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and uterine bleeding may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious event was also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pelvic pain (severe)"), device expulsion ("malposition of essure device location of device left uterus/both devices were located in left asp") and uterine haemorrhage ("excessive and irregular uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (two live births on (B)(6) 2004 and (B)(6) 2007), melanoma in 2008, para (((B)(6) 2004, (B)(6) 2007)), gallbladder operation, augmentation mammoplasty and malignant melanoma excision. *hydrothermal ablation in 2009. She had no complications during any of her pregnancies. Concurrent conditions included acne, kidney infection, cramp in lower abdomen (stating her camps are very bad rated pain a 8-9/10 asking for more lortab), hematoma (hematoma at labioplasty), fever, nausea, vomiting, diarrhea, constipation, anesthesia, menometrorrhagia since (B)(6) 2013, ovarian granulosa cell tumor, endometrial biopsy, migraine, headache, numbness and paraesthesia. Family history included cancer (other melanoma (father)). Concomitant products included escitalopram oxalate (lexapro) for anxiety, cilest (ortho-cyclen) from 2000 to 2002 for birth control as well as gabapentin, oxycocet (percocet) and vicodin (lortab). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (on (B)(6) 2013, surgery to remove the essure device, unilateral oopherectomy left, total hysterectomy), surgery (unilateral oopherectomy left, total hysterectomy (uterus and cervix removed)) and surgery (underwent ablation on 2014/unilateral oopherectomy,total hysterectomy). Essure (ess205) was removed in (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the pelvic pain, device expulsion and uterine haemorrhage outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient had an essure placed in 2008, followed by an endometrial ablation in 2009 and again in 2013. On 2015, patient had total hysterectomy unilateral oopherectomy left, total hysterectomy (uterus and cervix removed) essure was removed on (B)(6) 2013 (left oophorectomy), (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, malposition of essure on 2000 to 2002 and 2004 to 2006 patient had, used ortho-cyclen as a birth control. Rea.son for no longer want to prevent pregnancy. Patient had performed sis test on (B)(6) 2007. 1st test- both tubes were occluded; 2nd test- both devices were located in left asp. On (B)(6) 2013, patient had performed relevant and diagnostics test pelvic ultrasound result was likely hemorrhagic cyst associated with the left ovary measuring up to 5.7 cm. Six-week follow-up ultrasound is recommended to demonstrate resolution. On (B)(6) 2013, patient had performed relevant and diagnostics test CT abdomen and pelvis result was 1. Left adnexal lesion, previously characterized as a probable hemorrhagic cyst on comparison ultrasound. Six-week follow-up ultrasound recommended to assure resolution. Normal appendix. Erior cholecystectomy with mild internal extrahepatic biliary ductal dilatation. Essure tubal occlusion devices within the pelvis. Both devices are located at the left aspect of the uterus raising concern for malpositioning of the right device. This may affect the patient¿s contraceptive status and further gynecologic evaluation would be warranted as an outpatient. On (B)(6) 2013, patient had performed relevant and diagnostics test hysterosalpingogram results abnormal uterine cavity due to endometrial ablation. Both essure devices are suspected to be located in the left fallopian tube. No spill of dye was noted into the pelvis. On (B)(6) 2014, patient had performed relevant and diagnostics test pelvic ultrasound result was surgically absent left ovary. Otherwise unremarkable pelvic sonogram. Noadnexal mass. Result: uterus and right fallopian tube, hysterectomy and right salpingectomy: cervix: - benign squamous mucosa and endocervix with marked inflammation.endometrium: - mid-secretory endometrium. Myometrium: - adenomyosis. Serosa: - fibrous adhesions. On (B)(6) 2015, patient had performed relevant and diagnostics test pathology report result was a single specimen is received in formalin labeled with the patient¿s name, medical record number and ¿uterus, cervix, right tube, fixed in formalin at 09:30).the specimen consists of 200.0 gram, 10.0 cm from ectocervix to fundus x 0.7 cm from cornu to cornu x 6.5 cm from anterior to posterior hysterectomy with an attached right fimbriated fallopian tube. The serosa is tan-pink and remarkable for scant posterior dark brown-gray fibrous adhesions. The cervix is 3.5 cm in length x up to 4.2 cm in diameter. The tan-gray ectocervical mucosa is predominantly smooth. The osteum is slit-like, 1.0 cm in length. The endocervical canal is patent. The cut surfaces of the cervix are without gross abnormality.the tan-brown endometrium is up to 0.3 cm thick. The trabeculated myometrium is up to 2.5 cm thick.intramural nodularity is not identified. A mass is not identified. The right fimbriated fallopian tube is 8.0 cm in length x 0.7 cm in diameter. The f imbricated end is without gross abnormality.representative sections are submitted in cassettes 1a-1h as follows: ia anterior cervix; ib posterior cervix; ic-1 d anterior enciomyometrium full thickness; 1 e posterior endometrium with serosal adhesion; 1 f posterior endomyometrial full thickness; 1g right radially sections fimbriatedfallopian tube, with cross sections; 1h remaining cross sectioned fallopian tube. On (B)(6) 2015, (B)(6) 2016 and (B)(6) 2016 , patient had performed relevant and diagnostics test pelvic ultrasound result was :1. 3 cm simple appearing right ovarian cyst. A similar size cyst is present in the right ovary on the prior study. The current finding may represent a new normal physiologic cyst, or a persistent cystic ovarian lesion. A follow-up ultrasound examination after a few menstrual cycles have elapsed may be useful to verify resolution of this finding, to exclude a cystic neoplasm. The simple appearance on the current study favors. A normal physiologic cyst. . Status post lezc oophorectomy, without cystic or solid mass within the resection bed. Multiloculated cystic appearance of the endometrial cavity, likely seguelae of prior. And status post left oophorectomy without residual or recurrent mass. Complex right ovarian cyst probably represents a physiologic cyst however given the patient¿s history a follow-up ultrasound in 6 weeks is recommended to document resolution. And 4.5 cm completely simple cyst within the right ovary. This is almost certainly a benign cyst, despite the apparent interval growth from the previous examination. This information was discussed with the patient. Consider a follow-up ultrasound in 6-8 weeks to reassess. Status post hysterectomy. Status post left oophorectomy. No worrisome adnexal masses. No abnormal free fluid. On (B)(6) 2016, patient had performed relevant and diagnostics test surgical pathology report result was left thyroid lobe, lobectomy: - papillary thyroid microcarcinoma (0.5 cm) predominantly follicular variant with a focal area of classical pattern. - the carcinoma is mostly encapsulated with focal capsular infiltration and is confined to the thyroid gland. - no lymphovascular invasion is identified. - the surgical margins are negative for carcinoma. - benign hurthle cell adenoma (1.4 cm). - see synoptic report. On (B)(6) 2017, patient had performed relevant and diagnostics test pelvic ultrasound result was likely hemorrhagic cyst associated with the left ovary measuring up to 5.7 cm. Six¿week follow-up ultrasound is recommended to demonstrate resolution. On (B)(6) 2017, patient had performed relevant and diagnostics test CT abdomen and pelvis result was. Left adnexal lesion, previously characterized as aprobable hemorrhagic cyst on comparison ultrasound. Six-week follow-up ultrasound recommended to assure resolution. Normal appendix. Prior cholecystectomy with mild internal extrahepatic biliary ductal dilatation. Essure tubal occlusion devices within the pelvis. Both devices are located at the left aspect of the uterus raising concern for malpositioning of the right device. On (B)(6) 2017, patient had performed relevant and diagnostics test MRI of the pelvis result was status post left oophorectomy. Normal appearance of the right ovary. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaifollow up from pfs & m.r.- new reporter, patient demographic information, lab data updated, relevant history, product indication permanent birth control by bilateral occlusion of the fallopian tubes, concomitant product, new events, abnormal bleeding vaginal, menorrhagia, malposition of essure device location of device left uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.